Event description:
Literature report: kao, lw et al. "Intrathecal baclofen withdrawal mimicking sepsis." Journal of emergency medicine volume: 24 (4) year: 2003 pages: 423 - 427. Pt presented to ER with respiratory distress. Rectal temperature was 39.8 c and oxygen saturation was 85% on room air, which came up to 96% on 60% fio2 via tracheostomy. The pt had abnormal lung sounds, extreme spasticity, and ankle clonus. They were treated with antibiotics, acetaminophen, and bronchodilator therapy and admitted to the ICU. They were noted to have multiple episodes of tachycardia with heart rate greater than 160 and fluctuating blood pressure. They were treated with clonidine and diazepam. Their tracheostomy tube was changed and oxygen saturation improved. They were released to home three days after presenting to the ER with antibiotics for a diagnosis of pneumonia and respiratory insufficiency. Two days later, the pt presented with fever to 42.1 c and seizures with heart rate 228, blood pressure 128/64, and respiratory rate 51 bpm. They had extreme spasticity with tremors. Wbc was 28.5. IV antibiotics were started. They were given 10 mg diazepam for seizures and admitted with diagnosis of fever, autonomic dysreflexia, and seizures. In ICU, the baclofen pump was beeping and the homecare specialist stated it was due for refill that day. Interrogation of the baclofen pump showed the pump was empty. The pump was refilled and the pt's fever and tachycardia resolved over the next 4-8 hours. They had no further seizure activity. The pt was diagnosed with baclofen withdrawal syndrome. They had no further problems with the pump at 6 month follow up.